Manufacturer narrative:
It is indicated that product is not returning for eval. Since the product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the MFR record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6). Inratio: 3.8. A 1st re-test: greater than 7.5. A 2nd re-test: 5.6. Date: (B)(6). Inratio: 2.7. A 1st re-test: 5.5. A 2nd re-test: greater than 7.5. Md lab: 2.7. Time between tests: inratio tests on (B)(6) were all performed within 9 minutes. A 16 hours between inratio tests on (B)(6) and inratio 2.7 inr on (B)(6). A 6.5 hours between inratio 2.7 inr on (B)(6) and md lab. Less than 1 hour between md lab on (B)(6) and inratio tests (5.5 and greater than 7.5). Less than 5 minutes between the inratio tests that were performed after the md lab draw on (B)(6) (5.5 and greater than 7.5 inr). Therapeutic range: 2.0-3.0.